Event description:
It was reported that during the device upgrade procedure, the atrial lead dislodged. The lead was explanted and replaced. During the implant of the new left ventricular lead, the physician had difficulty removing the competitor guidewire from the lead. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.